Event description:
It was reported that the right ventricular (rv) lead had dislodged and was scheduled to be repositioned. An x-ray was taken prior to the scheduled procedure and a perforation was observed. The lead was capped and replaced with a new lead. During the revision, the physician was screwing and unscrewing the setscrews of the implantable pulse generator (ipg) until finally the setscrew came loose, causing infinite impedance measurements. The ipg was replaced with no further issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead (B)(6) 2013. (B)(4).